Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, right upper limb paralysis and aphasia were observed. A left middle cerebral artery occlusion was diagnosed via magnetic resonance imaging. Subsequently, a thrombectomy was performed; however, during the procedure, a cerebrovascular perforation beyond the occlusion site, likely caused by the guidewire, was noted. Hemostasis was achieved with an "embolic material". Following the procedure, the patient's symptoms progressively worsened to total aphasia and bilateral upper extremity paralysis. The patient was transferred to a rehabilitation ward with quadriplegia, aphasia, and total assistance required. No additional adverse patient effects were reported.

Event description:
Additional information was received that during the valve implant procedure, the valve was recaptured two times due to poor expansion. No thrombus was noted on the device. The valve was implanted in the native annulus. The patient¿s activated clotting time (act) was monitored every 30 minutes with heparin administration during the procedure. Throughout the procedure the patient¿s act was 250 and the procedure lasted for 2 hours. The patient did not have any pre-existing coagulopathy issues, other blood disorders, or on medications. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b1. B5. Additional codes: annex f. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, right upper limb paralysis and aphasia were observed. A left middle cerebral artery occlusion was diagnosed via magnetic resonance imaging. Subsequently, a thrombectomy was performed; however, during the procedure, a cerebrovascular perforation beyond the occlusion site, likely caused by the guidewire, was noted. Hemostasis was achieved with an "embolic material". Following the procedure, the patient's symptoms progressively worsened to total aphasia and bilateral upper extremity paralysis. The patient was transferred to a rehabilitation ward with quadriplegia, aphasia, and total assistance required. No additional adverse patient effects were reported. Additional information was received that during the initial valve implant attempt, the valve frame did not expand as expected. Upon withdrawal of the valve to perform a balloon aortic valvuloplasty, thrombi was observed on the valve. Subsequently, a new valve was used for implant.

Manufacturer narrative:
Updated data: b5. Second paragraph added d10. Concomitant product added - product ID: evolutfx-34; serial #: j014201; ubd: 2025-07-28; UDI: 00763000822187 h6. Patient, device, and method codes added additional codes: annex f and annex g added corrected data: e. Initial reporter facility street address medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.